Event description:
The dental implant fx5012swc was removed on (B)(6) 2017 due to failure to osseointegrate 16 days after implantation. The patient had history of diabetes and has been recovered without complications.